Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " doctors using stapler on patients then it got jammed, cannot work anmore". Additional information states that to complete the procedure, another set was used. The patient's current condition is "unknown".

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared aligned. The trigger was returned not engaged. The stapler was returned with 25 staples remaining in the cover block indicating at least 10 staples were fired by the end user. Biological material was not observed on the device. The anvil was observed to be assembled upside-down. It was observed that the anvil in the returned complaint sample was assembled in the incorrect orientation (upside-down) onto the forming tool. Functional testing was not completed due to the anvil being out of position. The sample was disassembled, die casting anomalies were discovered on the forming tool of the returned sample. No other defects or anomalies were observed. One unformed staple fell out of the device when the device was disassembled. A device history record review was performed, and no relevant findings were identified. The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample returned. It was observed that the anvil in the returned complaint sample was assembled in the incorrect orientation (upside-down) onto the forming tool. Functional testing was not completed due to the anvil being out of position. The sample was disassembled, die casting anomalies were discovered on the forming tool of the returned sample. No other defects or anomalies were observed. One unformed staple fell out of the device when the device was disassembled. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported " doctors using stapler on patients then it got jammed, cannot work anymore". Additional information states that to complete the procedure, another set was used. The patient's current condition is "unknown."